Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient inserted a new wearable in the inner portion of the right arm, and experienced inaccurate readings which prompted him to remove the sensor. Upon sensor removal, the patient noticed redness, black discoloration, inflammation/swelling, and blisters under the sensor patch. The patient consulted his physician via a zoom call and who diagnosed him with cellulitis ¿in the upper right limb¿ and given a prescription for oral antibiotics (cephalexin 500 mg, unspecified pills for seven days). At the time of the follow up report, the patient had not yet collected his prescription, and the redness intensified, leading to pain at the location. On (B)(6) 2025, the patient was contacted by tech support to confirm his condition. The patient reported beginning his initial medication dose yesterday ((B)(6) 2025) and took cephalexin 500 mg four times; the redness and swelling notably improved after the second dose, and he plans to continue monitoring the progress during treatment. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.